Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse observed electronic interference affecting the conductivity channel on his oscilloscope. He replaced the radio frequency preamplifier to resolve the issue. (B)(4).

Event description:
The customer reported the latron (control) conductivity gain on their lh750 instrument was out high and they were unable to adjust it. No erroneous results were generated in connection with the reported event.